Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 33mg/dl. The customer stated that when the ambulance arrived at the hospital her blood glucose was 162mg/dl. The customer stated that she forgot to take her insulin pump off at night to keep her from bottoming out, and in the morning the customer was unresponsive. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the daily totals were a lot lower than the total basal amount. The customer also mentioned having parkinsons that may be affecting her glucose level as well. It was stated that the amount of insulin left in the reservoir matched to the units left in the screen accurately. No further info was provided.